Event description:
It was reported that insulation abrasion was observed on the left ventricular lead. The lead also exhibited high impedance and loss of capture. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
(B)(4).